Manufacturer narrative:
Consumer has not returned unit.

Event description:
Consumer is alleging that her humidifier caught on fire. There was not a report of injury or property damage with this incident.

Manufacturer narrative:
There appears to be a layer of heavy mineral build-up on the heating element remains and the heating chamber, which indicates the consumer did not properly clean the unit, which is violation of the instructions and warnings.

Event description:
Consumer is alleging that her humidifier caught on fire. There was not a report of injury or property damage with this incident.